Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The results obtained on the subject meter and on the other meter are unknown, but the user did indicate that the other meter reads about "30-50 points below" the subject meter, and that "one test that was in the 300's was off by 78". The length of time between the tests is also unknown. This complaint is being reported because we are unable to determine if the reported results meet lifescan's accuracy criteria, and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.